Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly calcified and moderately tortuous right common iliac artery (cia). After a non-bsc guidewire crossed the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre- dilation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was exchanged with a 7mmx20mm mustang¿ balloon catheter to predilate the lesion. A 10mm-40mm epic stent was deployed, post dilatation was performed with an 8mmx40mm mustang¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.